Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had under delivered insulin. Customer had blood glucose level 22 mmol/l. Current blood glucose level was 5.9 mmol/l. Insulin pump had insulin flow block alarm. Customer was treated with manual injection. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.